Manufacturer narrative:
G2: the country of the event is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l1/2/3 transfer aminal lumbar interbody fusion (tlif). It was reported that the patient had initial surgery of l3/4 plf on (B)(6) 2012 and presented adjacent intervertebral disorder. The revision surgery was performed as a result of the event. During an attempt to remove l3/4, wh ile trying to remove the set screw on the right side of l4 using obturator, the tip broke. The broken tip was removed, and an attempt was made to extract it using the retaining bone screwdriver, but its tip also broke. As the tip could not be removed from the set screw, the set screw was ground down with a steel bar, and the rod was removed. Screws atl3 and l4 were removed, and new screws were inserted at l1, l2, and l3. L3, 4 screws were removed and new screws were inserted into l1, 2 and 3. There was a delay in overall procedure time. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Additional information: d9, h3, h6 h3. Device evaluation summary: product analysis #(B)(4): part # 5484823 lot # rs11j015 visual and optical inspection confirmed the torx tip of the instrument has broken and the remaining tip has been twisted. The damage to the driver tip is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.